Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call for high blood glucose level and for blank display. The customer¿s blood glucose was 409 mg/dl. Customer reported that they replaced the battery and got bad battery and changed that battery and it worked for 2 days. Customer reports before she got to the doctor the pump was off and they put a battery in it and the pump didn't come on. Customer stated that she treated blood glucose with an injection. Customer blood glucose went down to 200 mg/dl and then 77 mg/dl. Customer ate and then did an injection and then blood glucose went to 68 mg/dl and gave her juice. The insulin pump will not be returned for analysis.